Manufacturer narrative:
The impella pump device was not received from the customer, only the purge cassette was returned and therefore, an evaluation to root cause of the bleed was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 82-year-old male was implanted with an impella cp device for mechanical circulatory support. The complainant reported that after replacing the purge cassette, the purge flow never returned to the previous value. Multiple checks of the line connections, cassette and transducer showed no active leaks. Yet, the purge pressure remained within normal limits. The bedside nurse called approximately seven hours later stating they noticed fluid coming from the purge cassette housing. The nurse switched to a different purge cassette and the flows return to previous value. Additionally, a hematoma was noted and it had appeared to resolve before going to the ICU. It started again and a femostop was applied distal to cp access site and two units of blood were given due to a hemoglobin drop.

Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. Only the purge cassette was returned for evaluation.the introducer was not returned for evaluation. As per clinical, during access through left femoral artery using single access technique doctor noted hitting something hard with the needle leading to bleeding. The cause of the access site bleeding issue was use related since during the left femoral access doctor had some resistance hitting with the needle during single access technique.